Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were implanted using the three incision technique. The distal incision of the electrode was red and the wound was not closed one week post implant. There was evidence of necrotic tissue and wound closure failure due to impeded blood flow after median sternotomy. The median sternotomy was performed 16 years prior for a mitral valve annuloplasty. The necrotic tissue was removed and the wound was treated with basic fibroblast growth factor. All available information indicates that this sicd and electrode remain implanted. The following information was collected from the abstract of the 10th implant device-related winter convention 2018. (B)(6): "a case of a patient in which the sternum electrode wound part got separated early in s-ICD implantation after median sternotomy". (B)(6).